Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The analyst noted that a spin was found in the connector at 1.5cm, this could electrical issue.

Event description:
It was reported that during right ventricular (rv) lead follow up check the lead exhibited undersensing and approximately one month later undersensing exhibited again. It was also reported high thresholds and a decrease of impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.